Event description:
Additional information received indicates that this rv lead was cut accidentally during the open-heart surgery. The patient was pacemaker-dependent. However, the patient had temporary pacing support during the open-heart surgery. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was cut during an open-heart surgery. The tip of the rv lead was removed during the open-heart surgery. Later that day, the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.